Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad and adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to front therapy electrode measuring open when the a & b cable is agitated. The root cause for could not be positively identified. There was no adverse event that resulted from the damaged belt.